Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
The ipg (neurostimulator) was showing red impedances in the pocket. The ipg was replaced with a new one.